Event description:
Customer was called due to a patient having an automobile accident. Customer reports that the device was unavailable for use due to a temperature lockout. The customer reportedly then used the patient's device and received a result of 30mg/dl or 36mg/dl. No treatment measures were provided. No quality controls were used. Requested return of suspect device and replacement was sent.